Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft separation and bend/kink were confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The reported bulky device could not be confirmed. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post implantation, remove the entire system as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
The procedure was to treat a heavily tortuous lesion in the mid left anterior descending (mlad) artery. Using a femoral access site, pre-dilatation was performed. The 3.0x18 mm device was advanced and it was noted as the device was being advanced, the shaft began to bend; additional pressure was applied to advance the device when the shaft broke. A similar sized device was used to complete the case. There was no reported clinically significant delay in the procedure and there were no adverse patient effects. The physician observed the device was "bulky". No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.